Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock, and the right ventricular (rv) lead was found to have fractured. The lead was programmed off, and was later capped and replaced. No further patient complications have been reported as a result of this event.